Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) with a monitoring voltage (mv) of 2.55v and a charge time (CT) of 16.9 seconds. The caller stated that eri was declared and the last capacitor reformation was performed on the same day. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested that it is possible that the voltage dropped to below the eri CT extension window during the reformation and eri was triggered which was the rule enforced when the CT measurement was returned. If the voltage subsequently recovered, the device voltage would appear to be in the CT extension window but eri declared. The consultant requested a download of the device memory be performed and be sent in for evaluation. The consultant also advised that they honor the device declaration of eri and consider that they have three months to replace the device. The device was subsequently explanted and replaced with a competitive device. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported.